Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on the longer exhaust tubing and the inlet tubing of the pump. A failure of the back pressure test was noted with the pump as the balls in the pump failed to seat properly. Additional observation of the pump by sustaining engineering manager was performed. It was determined that foreign material was noted in the spring/ball and seat component of the pump. When performing the back pressure test, applying slight pressure to the pump bulb allowed for the ball to seat properly. No functional abnormalities were noted with cylinder 1 or cylinder 2. Tow sutures were attached to both cylinders. The information received indicated the device had tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. The sustaining engineering manager reviewed the returned pump. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure testing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. As no other abnormalities were noted with the returned components, quality is unable to determine where the foreign material may have entered the device. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and removed/replaced on (B)(6) 2021 due to tubing leakage.

Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage). No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.